Event description:
Customer reported that there is a delay in the alarm when going off. While the alarm was in use, a pt got out of the chair and fell. Customer said that there were no injuries. Customer did not provide a date when this occurred.

Manufacturer narrative:
Product was requested to be returned for eval but has not been received. The delay is the time that can elapse after weight is removed from sensor pad, chair belt sensor is unfastened, or pir sensor detects activity, before alarm activates. Set a delay, if any, to meet the needs of each pt. The sitter ii gives you the option of a 0-10 second alarm delay. With a time delay set, the alarm will activate if weight is removed from the sensor pad, chair belt sensor is unfastened, or pir sensor detects activity before the time delay that you set expires. For example, if you set a 4 second time delay, the alarm will not activate until after 4 seconds have expired. The delay should be long enough to allow some pt movement without setting off the alarm, but still give sufficient warning when pt attempts to exit a bed or chair. Assess pt frequently to ensure that a time delay is appropriate. Set the delay at zero (0) with pts at extreme risk of injury from a fall associated with an unassisted bed, chair or toilet exit. (B)(4).